Event description:
Event description guidant received information that upon review of daily measurements stored in the pacemaker memory, threshold measurements were noted to have increased in the bipolar configuration since the implant procedure and the device was noted to be in retry mode because the automatic capture feature was unable to determine threshold measurements on this ventricular lead. Additionally, review of stored electrograms appeared to indicate loss of ventricular capture and there was no indication that a back up pulse was delivered by the pacemaker. Lower threshold measurements were obtained in the unipolar configuration with both commanded and automatic threshold tests.